Event description:
It was reported that the insulin pump was exposed to moisture. The device was beeping and the buttons in the device were unresponsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly. Further testing was not performed due to the blank display.